Event description:
While inserting a 2.3mm distal screw into an aculoc 2 plate, the tip of the 2.5mm driver broke off in the screw head. The driver tip was left in the head of the screw in the patient.

Manufacturer narrative:
Additional MDR associated with this event: MDR 3025141-2015-00086: screw.